Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump alarmed low battery after replacing the battery in a timely manner. The customer¿s blood glucose level was unknown at the time of the incident. The customer's mother states they change the battery every 2 days and has not fixed the problem. The customer's mother states pump alarms low battery and they remove and insert the battery and pump shows full battery. Customer trouble shoot within a week of recurring alarm. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to corroded battery tube. The insulin pump was unable to perform operating currents, self-test, unexpected error, displacement test or verify low battery, weak battery and battery out limit alarm due to failed battery test alarm. The pump had stripped battery cap coin slot.